Manufacturer narrative:
Unit passed self test and displacement test. Pump error alarm found in the pump history. Problem isolated to electronic assemblies. Pump error alarm found in the formatted history file due to software error.

Event description:
The customer reported via phone call that the insulin pump had pump errors. Blood glucose level at the time of the incident was 168 mg/dl. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.